Manufacturer narrative:
Product event summary: analysis found there was a sticky substance on the battery contact clips. Analysis also found the bail cover and bail were missing. Sense was found low during testing; calibration was performed to resolve issue.

Event description:
The external pulse generator was returned to the manufacturer for planned maintenance/calibration, analyzed and tested out of specification. There was no patient involvement.